Event description:
The customer and her father called to report being hospitalized for high blood glucose levels. The customer reported a no delivery prior to the event, but she didn't notice if the cannula came out bent when removing the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals and reservoir volume matched correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.